Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The field service engineer reported replacing the speaker and cpu pcb to resolve this issue. The cpu pcba and speaker were return for analysis. An investigation was performed the piezo buzzer (ls1) was failing due to the insulation resistance being out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that the unit is logging a message stating that the backup alarm failed. It is unknown if the unit was in patient use at the time of the reported issue.